Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys brahms pct and a second patient sample tested for elecsys troponin t gen. 5 stat assay on the cobas e 411 immunoassay analyzer. No erroneous results were reported outside of the laboratory. The first sample, from a patient born in (B)(6), initially resulted with a pct value of > 100 ng/ml accompanied by a data flag. The sample was repeated twice, resulting with values of 11 ng/ml and > 100 ng/ml accompanied by a data flag. The customer manually diluted the sample 1:5 and repeated it, resulting as 226.7 ng/ml. The 226.7 ng/ml value was believed to be correct and was reported outside of the laboratory. On (B)(6) 2018, the second sample, from a (B)(6) female patient born on (B)(6), initially resulted with a troponin t value of 27 ng/l. The sample was repeated twice, resulting with values of < 6 ng/l accompanied by a data flag and 29 ng/l. The sample was sent to a different hospital for confirmation of the result and the repeat result from this site was < 0.02 ng/ml accompanied by a data flag. The customer believed the value of < 6 ng/l to be correct. No adverse events were alleged to have occurred with the patients. The pct reagent lot number was 27885701, with an expiration date of 30-nov-2018. The troponin t reagent lot number was 24520401, with an expiration date of 30-sep-2018. The field service engineer could not determine a cause. He improved the probe adjustments. He ran performance testing and this was within specifications. The customer stated that the controls recovered within range. Upon review of the provided calibration data, the calibration signals are slightly lower than expected. Quality controls recovered within acceptable ranges. A general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.